Manufacturer narrative:
Isi has received the stapler 45 instrument associated with the complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer-reported complaint. Failure analysis found the primary failure of unclamping to be related to the customer-reported complaint. For clarification, the instrument was found to have an unclamp failure based on log review. The unclamp failure was confirmed via dsp logs for the date of (B)(6) 2021, the last date that the stapler 45 instrument was used. Logs showed that stapler 45 part number 470298-11, lot t11180104-0004 was installed once using a green reload. The instrument had one clamp attempt that was incomplete, and then the subsequent unclamp attempt failed at 71% completion. Per msc logs, the user pressed the emergency stop button following the unclamping failure, and the system detected the use of the stapler release key (srk) on this instrument. The root cause of the issue confirmed through the logs was not determinable. Failure analysis identified additional findings that were not reported by the site and were not related to the reported failure: the instrument was found to have the yaw plate broken. The yaw plate web was bent outwards towards both the clamp and fire cardans. The root cause of a broken instrument pivot plate is typically attributed to user mishandling, such as excess force applied to the distal end of the instrument. The instrument was found to have reload recognition failures based on log review. Msc logs showed error 1164 with p1 = 80 and dsp logs indicated that the reload color was manually selected. The root cause was noted as not determinable. The stapler 45 instrument was found to have a jammed mechanism homing failure during in-house testing. The instrument was installed on an in-house system. The instrument failed the initialization test at 100%, which is indicative of a jammed mechanism failure. The root cause of this failure was not determinable. The instrument was unjammed using an in-house tool. The instrument was re-installed on the in-house system. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened/closed properly. The instrument clamped and fired successfully. A review of the device logs for the stapler 45 (part# 470298-11 / lot/serial# (B)(4)) associated with this event has been performed. Per this review, the instrument was last used on (B)(6) 2021 via system serial# (B)(4) and there were 32 uses remaining after this last usage. A review of the site's complaint history was performed and no additional complaints were identified for this product. No image or procedure video was provided for review. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted lower anterior resection surgical procedure, the stapler 45 instrument locked up on tissue when fired, and the use of an emergency release key was required to release the tissue. The procedure was completed with no reported injury. Failure analysis confirmed an unclamping functional test failure with no evidence of user mishandling/misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the stapler instrument locked up on tissue when fired and an emergency release key was used to release the tissue. It was noted that a patient safety report was logged by the surgical staff; however, there was no damage to the tissue or patient harm. On 10-sept-2021, intuitive surgical, inc. (Isi) contacted the surgeon who performed the procedure and obtained the following information: the surgeon stated that he did recall that there was an issue with the stapler 45 instrument. However, he did not remember the exact tissue he was stapling and if the problem occurred while clamping down or unclamping the stapler 45 instrument. The surgeon stated that he heard a grinding sound and a system-generated error were present when he tried stapling with the stapler 45 instrument. As a result, the surgeon then used the release key to release tissue successfully. He then re-clamped with another stapler instrument and completed the stapling fire with no further issues. He confirmed that he did not have to transect any additional tissue and no other medical intervention was rendered to the patient. Other than the time to re-staple, he confirmed that there was no patient injury and no post-operative complications. When asked about the patient safety report (as was initially reported), the surgeon stated that the stapler instrument issue must have been documented as part of the safety report and not because of any patient injury. The surgeon could not provide any additional details such as the following: tissue integrity, tissue tension, tissue calcification, at what fire the issue occurred, or patient-related information.